Manufacturer narrative:
We have contacted the initial reporter multiple times to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Based on the attorney report, it is unknown whether the device may have caused or contributed to the reported event. The attorney does not allege a specific device failure and no sample was returned for evaluation. Product identifiers have been provided and a manufacturing review is currently in progress. With the currently available information, no conclusion can be drawn at this time.

Event description:
The following was reported by the patient's attorney: on (B)(6) 2003 - the patient was implanted with a bard composix kugel during a hernia repair. On (B)(6) 2009 - the patient underwent excision of the composix kugel mesh. The attorney alleges the patient has suffered and will continue to suffer physical pain, harm and injuries.